Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's (hp) nurse who confirmed this hp has continued therapy and no adverse event was reported. The rn advised that she will review priming with this family as a precaution. The rn stated this patient was trained with the luer product and advised to dispose of all product after use. An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).the sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the caregiver (cg) reported check patient line alarm during fill. The cg stated there was a large gap of air in the patient line. The technical service representative advised the cg to setup with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.